Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: white encapsulation, device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5, g.2, h.6.

Event description:
Healthcare professional provided capsular contracture baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late and rupture.

Event description:
Patient reported left side rupture and "large amount of fluid behind the shell and the outer capsule". The device was explanted. Healthcare professional reported capsular contracture and double capsule event." Baker grade is unknown.